Manufacturer narrative:
The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the balloon migrating. During the procedure the existing component was removed and a new balloon was implanted in a better spot. There were no device issues related to the explanted component. The patient fully recovered following the intervention.